Event description:
The patient reported experiencing tenderness at his scs ipg pocket site when he wears pants due to the position of his scs ipg (under incision site). The patient also reported recently falling. X-rays are to be taken. Follow-up is pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.